Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet display became nonoperational with wavy lines and no readable interface after the user carried the device in a pocket while performing work that involved handling heavy boxes; the user reverted to backup therapy and a replacement was arranged. Symptoms included no patient injury or glycemic symptoms. Outcomes included uninterrupted glucose monitoring via cgm, use of backup therapy, and shipment of a replacement device with instructions to shut down the original device and return it. Investigation included customer service troubleshooting, confirmation of shipment details, and arrangements for return of the original device. Investigation of this device revealed a display/screen visibility failure consistent with physical or mechanical damage to the pump¿s display component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external stress.